Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during use was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air) which occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Since the customer did not report this alarm and patients discard supplies after each therapy, the sample was not requested and there is no lot information. Should any additional information become available, a follow-up report will be submitted.